Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 03, 2019 was filed inadvertently. No loss of osseointegration has occurred. This report is submitted on june 17, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on may 3, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Additional information has been requested, however, this has not been made available as of the date of this report.